Event description:
Customer reports the device dumps its charge. The reported condition has not been confirmed as the device has not been returned to the MFR for evaluation. Further investigation is pending return of the device.